Event description:
It was reported that the customer had a lot of highs and lows. Customer went through the priming process and insulin squirted out. Customer changed the set and the same thing happened again. Customer's blood glucose level was 443 mg/dl. Customer also had a compromised force sensor system alarm on the insulin pump. Customer was advised to discontinue use of the pump. Customer stated that the drive support cap was protruded. It was explained that the force sensor did not detect the reservoir during the seating process. It was advised that this problem will only occur during the prime/rewind process. However, the pump may not respond to an occlusion properly. Customer was told to not insert if the insulin continues to drip from the infusion set after letting go of the act button. It was explained that the vial of insulin should be upright when removing the reservoir from the blue transfer guard. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, a cracked display window, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.